Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of unable to test part returned in damage condition to be related to the reported complaint. The part returned was returned in damaged condition. The large hem-o-lok clip applier instrument is unable to be installed on the in-house system, as a result of a broken input disk at the backend (in housing). Due to broken input disk the instrument failed engagement. The root cause is attributed to mishandling/misuse. Additional findings related to customer reported complaint: the large hem-o-lok clip applier instrument failed engagement test when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts, as a result of a broken input disk at the backend (in housing). As per in-house log, the instrument was found to have engagement failures, error code 22020. The root cause is attributed to broken input disk. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing, as a result the instrument failed engagement. The root cause of broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was submitted to isi for review. A procedure log review confirmed the large hem-o-lok clip applier was used on (B)(6)2022 via system (B)(4) in a prostatectomy - radical extraperitoneal w/ lymphadenectomy procedure. A review of the instrument log for the large -hem-o-lok clip applier ((B)(4)) associated with this event has been performed. Per logs, the large -hem-o-lok clip applier was last used on (B)(6) 2022 on system (B)(4), with 12 lives remaining. This complaint is considered reportable due to the following: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was observed to not close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and the customer was unable to provide additional information.